Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab (fa) evaluated the user interface module (uim). A physical/visual inspection found some damage to the touchscreen (scratches, fluid residue). Power cycle startup routines were performed without incident. The touchscreen display calibration and voltage testing were performed and passed. The uim control board was exposed to thermal and freeze stress testing. The fa lab was not able to duplicate the reported event by the customer therefore no component root cause can be determined.

Event description:
The customer stated the screen on this avea ventilator did not respond to touch commands while in patient use. The customer stated no patient harm or injury was associated with this event.